Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: it's noticed that leakage on closed IV catheter system during priming.

Manufacturer narrative:
Investigation summary: no photo or sample were submitted to aid in the investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. Conclusion: a possible root cause could not be determined at this time.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: it's noticed that leakage on closed IV catheter system during priming.